Event description:
It was reported that this right ventricular (rv) lead exhibited farfield oversensing of atrial signals. In addition to oversensing of suspected myopotential noise, which, resulted in pacing inhibition. The device was reprogrammed to a fixed sensitivity on the rv channel and the patient was referred for a potential lead revision procedure. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).